Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Based on communication with the customer, the likely cause of the reported issue was isolated to the damaged hdmi connector on the glidescope spectrum smart cable. Review of complaint history for the reported smart cable serial number "(B)(4)" did not identify any previous complaints. Trending analysis for glidescope spectrum smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Verathon recommended the customer replace their glidescope spectrum smart cable as there are currently no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was cutting in and out when wiggling the cable. The customer reported damage to the hdmi connector of the smart cable. The procedure was completed using another system which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient or user was reported.